Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that two of the needles pulled out of the hub of the bd precisionglide¿ needle product and fell to the floor. Contact disposed of the needles and did not use them as contact did not want any contamination in the syringe. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle pulled out of hub with lot #6363709 regarding item #305110. Assembly batch 6363944 had 19 visual inspections performed on 1,100 parts with zero defects noted. No quality notifications were written for this batch, nor for the associated assembly batch. Zero samples or photos were received for evaluation therefore failure mode could not be verified and root cause could not be determined. Investigation conclusion: the customer dropped the parts on the floor, and didn¿t want to use them after dropping them. This is not a manufacturing issue.

Event description:
It was reported by the customer that two of the needles pulled out of the hub of the bd precisionglide¿ needle product and fell to the floor. Contact disposed of the needles and did not use them as contact did not want any contamination in the syringe. Found before use. No reports of serious injury or medical intervention noted.